Manufacturer narrative:
(B)(4).

Event description:
It was reported that interrogation of the device showed several stored electrograms as being invalid. The device was rebooted and interrogation was successful with valid electrograms. There were no patient symptoms reported.